Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and multiple back operations. It was reported the patient's pump was really irritating where her left hip in. The patient wanted it removed. The patient no longer used the pump. The pump was removed in (B)(6) 2013. The procedure details were as follows: the patient identified in holding and brought to the operating room where monitored anesthesia care was administered. Her left flank was prepped and draped in the usual sterile fashion and a timeout was taken antibiotics were given. Local anesthetic was infiltrated over the planned incision site. Incision was made down to the pain pump. It was removed attention was made not to pull on the other end of the catheter that connected to her intrathecal spine so as not to create a tension injury to the spinal cord. Then the catheter was folded over and tied with ethibond suture. It was then cut on the pump side and the pump was removed. There was a pocket that she had created a soft tissue around the pump and that was also removed as to avoid any seroma. The wound was then closed with 2-0 vicryl suture and 3-0 monoderm and dermabond. The patient was awakened and transferred to the recovery area in stable condition. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.